Manufacturer narrative:
Batch record review lot c312 was conducted. There were no non conformance related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, MFR's CAPA (B)(4) is already in progress to investigate photoactivation module leaks. Service order (B)(4) completed: service engineer cleaned photoactivation chamber and lamp assembly. Performed system checkout. No further action required. The assessment is based on info available at the time of the investigation. The product and the photo eval are still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer called to report a leak in the photoactivation chamber. Customer received alarm #8, blood leak photoactivation chamber. Customer stated the alarm occurred during reinfusion after approx half of the treated cells had returned to the pt. Customer followed the troubleshooting prompts on the display and opened up the centrifuge door to check for leaks. Customer stated blood flowed out of the photoactivation chamber when she opened it. Css recommended aborting the treatment and not returning the remaining cells. Service order (B)(4) was dispatched. Product was returned for investigation and photos were provided by customer for eval.